Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. The syringe needle was change and the cartridge was loaded successfully the blood glucose was not impacted.